Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, broviac single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the m.r.I. Implantable port, broviac single-lumen, 6.6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport MRI implantable port kit was returned for evaluation and three electronic photos were provided for review. Visual, microscopic, functional evaluations were performed on the returned device. The edges of the port stem were noted to be jagged. The surface was noted to be granular throughout. The missing segment of the port stem was not returned. Therefore, the investigation is unconfirmed for the reported limited information issue as the specific event such as fracture and material separation issues were identified and confirmed upon investigation. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port allegedly had defect. There was no reported patient injury.